Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge and the pump turned on. Subsequently, a malfunction alarm occurred. There was no impact to the customer¿s blood glucose. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally, the unexpected shut down issue was verified, however, no failure was identified. A different issue was also identified.